Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor was confirmed. A corrective maintenance was performed and the oil return valve was tightened. Unit meets specifications and was returned to service on (B)(4) 2015.

Event description:
A customer reported an event of a "haze/mist" emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and follow their facilities guidelines. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted; the service history for this unit for the past six months (01/23/2015 to 07/22/2015) did not observe any significant trend; the fmea revealed the risk priority number (rpn) scores are considered to be acceptable; the sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for further evaluation. The assignable cause of the haze/mist/vapor issue is the oil return valve. The field service engineer tightened this part and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.